Event description:
Pump declared an altitude alarm 21, but there was no adverse impact to the customer's blood glucose level. Customer's insulin was initially suspended due to the altitude alarm, but after following technical support's instructions to clean the speaker holes and reconnect the cartridge, insulin was successfully resumed. The pump returned to normal operation, and technical support provided the customer with tips for preventing future altitude alarms.